Event description:
The hospital reported that during the saphenous vein harvesting procedure, the tip end of the dissection tip detached inside the pt's leg. The tip was retrieved through one of the original incisions. A replacement device was used to complete the procedure. No other pt complications were reported.